Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It as reported a blank display on his insulin pump. The device showed no physical damage. It was not exposed to moisture. Customer used an aaa alkaline battery. He stated the battery cap was not corroded or damaged. Customer inserted a new aaa alkaline battery and the display was still blank. He was advised to clean the battery contacts with an alcohol wipe. The device still had a blank display. Customer was advised to discontinue use of the device and revert to his back up plan. Customer's blood glucose level was 22 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and severely scratched display window noted.